Event description:
It was reported "the balloon inflation was not normally operated and the product was not fixed during intubation". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. No issues were encountered. The sample was then immersed in water for leak testing. No air bubbles were observed coming from the cuff or pilot balloon indicating no leakage. The complaint of leakage could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon inflation was not normally operated and the product was not fixed during intubation". No patient injury or harm reported. Patient condition reported as "fine".